Manufacturer narrative:
G2. Foreign: at h2. Correction: upon further review, the country the event occurred in was austria, not germany as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The follow-up appointment occurred on (B)(6) 2025. The cause of the reduced therapy was not determined. At that appointment, therapy was adapted, frequency downregulated, pulse width increased, and intensity increased. The issue has resolved. The pain increase due to weather changes not determined, no actions were taken, and the patient did not mention this issue again.

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had reduced t herapy effect. The patient has now noticed a deterioration since the last conversion of their scs and that hardly any electricity is consumed. The patient has been saying, since implantation, that they feel an unpleasant feeling with the pulse pocket, but coverage has always been good, except for weather changes. According to various clarification examinations, however, everything should be ok with the bag. On the last attempt, they hadn't reprogrammed anything either. The last follow-up was on (B)(6), and its thought that another appointment is needed. Hcp requests onsite support for programming. This request was forwarded to the local sales team. Additional information was received. Ins info and hcp info confirmed, and the reduced therapy began on 2024-dec-13. Clarification on the unpleasant felling is unknown. It was also confirmed that pain increases with weather changes. Cause not confirmed. Follow-up is planned but has not occurred with the pain physician and neurosurgeon. Information confirmed with physician / account. Additional information was received. The follow-up appointment has not been scheduled yet. It was also confirmed that the unpleasant feeling started right after implant / healing. The patient said this feeling was from the very beginning. The physician was aware of that. The rep stated that follow up should be done at the beginning of (B)(6) 2025 with another started rep.